Manufacturer narrative:
Other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown, ubd: unknown , UDI#: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the localizer reset itself. It was noted that the system booted up properly. After ten minutes, the camera started beeping three times and restarted itself. This action repeated itself within five to ten minutes. There was no patient present when this issue was identified.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed the localizer reset itself and has to be replaced. If information is provided in the future, a supplemental report will be issued.